Event description:
The manufacturer received information alleging patient's device is not turning on/not working properly, has respiratory issues related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging patient's device is not turning on/not working properly, has respiratory issues related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation found an unknown dust contaminant on the flip doors, rear panel, bottom enclosure, inside iso port, blower, blower box and blower seal. Mineral like deposits were found on the blower, and the blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found error codes. The manufacturer concludes that confirmed the presence of degraded sound abatement foam. Not able to confirm complaint of the device not turning on, and, confirmed mt1 of the pca intermittently not working. Sections d8, d9, h2, h3, and h6 were updated.